Event description:
Report received from an international affiliate (another country) of a tubing separation. Upon further query, the affiliate reported, "another patient fell while attached to the aim pump and the tubing broke at the juncture of the tubing to the cassette. No other details were collected." Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The list and lot numbers were not identified; therefore, an investigation could not be performed.